Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for corrosion inside air tubing was traced to component failure. However, the most probable cause for debris and dust could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited pump debris (mix of dust and corrosion) inside air tubing. There was no patient involvement.